Event description:
It was reported that bd vacutainer safety-lok blood collection set had mixed product in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mixed product with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to mixed product as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for mixed product with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had mixed product in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: complaint has been updated with new information stating that the issue is related to the delivery of the product. There was no report of mixed product and this event is not a reportable malfunction.

Event description:
Complaint has been updated with new information stating that the issue is related to the delivery of the product. There was no report of mixed product and this event is not a reportable malfunction.